Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the neonate was in rewarming phase about 5.5 hours into therapy on the arctic sun device. They were getting alert 02 (low flow) and alert occurred when they moved the patient position. Mss had nurse to clear out alert and current flow rate was 1.3 lpm, patient temperature was 34.8 and nurse stated that they were within range. The water temperature was 33.5c, trend showed one bar trending upward and all lines were straight no bends or kinks and therapy resumed with no issues.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. The device was not returned.

Event description:
It was reported that the neonate was in rewarming phase about 5.5 hours into therapy on the arctic sun device. They were getting alert 02 (low flow) and alert occurred when they moved the patient position. Mss had nurse to clear out alert and current flow rate was 1.3 lpm, patient temperature was 34.8 and nurse stated that they were within range. The water temperature was 33.5c, trend showed one bar trending upward and all lines were straight no bends or kinks and therapy resumed with no issues.